Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a touch screen that was not sensitive. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
No patient information provided by the customer.